Event description:
Information received indicates the brake is not holding on the right side of the bed.

Manufacturer narrative:
The technician found the trans link assembly was broken on the right side of the bed. The technician replaced the trans link assembly to repair the bed.